Manufacturer narrative:
The investigation determined that a lower than expected vitros amon result was obtained when the customer processed a vitros lpv quality control (qc) fluid using vitros amon lot 1018-0255-4013 on a vitros 5600 integrated system. A definitive cause of the lower than expected result was determined to be an instrument related performance issue. A diagnostic vitros alkp diagnostic within-run precision test was outside of acceptable guidelines, indicating the vitros 5600 integrated system was not performing as intended. An ortho fe has is scheduled to go onsite to investigate the performance of the vitros 5600 system. A vitros amon lot 1018-0255-4013 issue cannot be ruled out as a contributor to the event, as unacceptable vitros lpv ii qc fluid results were isolated to vitros amon lot 1018-0255-4013 around the time of the event. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros amon lot 1018-0255-4013. The handling of the vitros amon slides cannot be ruled out as a contributor to the event. A re (reagent expired) test code was posted along with vitros amon result of 191.0 ug/dl result that met potential health and safety criteria, as the vitros amon slide cartridge had been on board the instrument longer than the 1 week period specified in the vitros amon IFU. Qc fluid handling is an unlikely contributor to the event as the tsc reviewed the customers qc fluid handling protocol with the customer and it appeared acceptable. (B)(6).

Event description:
The investigation determined that a lower than expected vitros ammonia (amon) result was obtained when the customer processed a vitros lpv quality control (qc) fluid using vitros amon lot 1018-0255-4013 on a vitros 5600 integrated system. Vitros lpv ii lot t8305 result of 191 ug/dl versus the crom of 330.38 ug/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros amon result was obtained when the customer was processing a non-patient fluid. However, the investigation cannot rule out that patient sample results would not be affected if the event were to recur. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).